Manufacturer narrative:
No issues were found that would result in a needle mechanism failure. The pod was in pod state 14 indicating that pod activation was not completed. Initial attempts to download the pod were unsuccessful. An external power source was required to retrieve the pod data. Measurement of the battery voltages found the bottom and middle batteries to be depleted. It could not be determined when the batteries became depleted. Per new information, the following were updated. D1: brand name changed from omnipod insulin pump to omnipod insulin management system. D4: model no changed from 14810 to 19191. D4: lot no changed from blank to l45884. D4: catalog no changed from zxy425 to zxp425. D4: expiration date changed from blank to 12/29/2021. D4: unique identifier (UDI) # changed from (B)(4). G5: PMA/510(k) # changed from k192659 to k162296. H4: device mfg date changed from blank to 6/29/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.